Event description:
It was reported that the patient experienced an issue with the cgm which resulted in errors after an app update in a previous week. She had a critical low which she did not catch initially and stated the ¿dexcom has been lagging so far behind I did not catch it like I should have.¿ it could not be determined if the patient was referring to inaccurate cgm values from the sensor or a delay in data appearing on the app. She had a seizure the night of (B)(6) 2023 which she attributed to a product malfunction. No symptoms, bg or cgm values, or treatment details were specified, and the patient did not respond to 3 attempts to obtain additional information. Although she did not provide details about the seizure or her condition directly after it, the next morning she was at home and helped her children get ready for school. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.